Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, this case is assumed to have caused unexpected stress on the cable due to the user's handling, and the image was no longer produced due to the breakdown of the cable unit. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and confirmed followings; the reported event was reproduced. The endoscopic image disappeared. -the cable was badly kinked and twisted in some places. As a result, the cable was broken. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that when the device was connected to the video processor, a green image was displayed. Reportedly, the endoscopic image did not appear. There was no report of patient injury associated with this event.